Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a unilateral balloon kyphoplasty procedure (bkp) at l3. Once the balloon was inserted, it reportedly ruptured under low pressure (300 psi / 3 cc's volume). The other balloon from the same kit was used, however, it ruptured as well. The physician filled the vertebral body with cement and completed the case successfully. It was reported that the cause for the balloon ruptures could have been due to a sharp bone shard. No balloon fragments were left in the patient and no allergic reaction to the contrast media was reported.